Event description:
The customer reported a leak of clear fluid from the probe on the coulter act diff 2 analyzer onto the close vial housing. There were no reports of injuries, erroneous results, direct physical contact with the leak or change to patient treatment in connection with this event. The customer was wearing personal protective equipment consisting of eye protection, gloves, and laboratory coat when the leak occurred. A beckman coulter field service engineer (fse) was sent to the customer's facility to evaluate the analyzer.

Manufacturer narrative:
The field service engineer (fse) replaced the tubing at valve (lv8), replaced the diluent filters, and cleaned the probe which resolved the issue. The fse performed verification of the instrument to meet the specified requirements per established procedures. (B)(4).